Event description:
At a regular follow-up on 02 july 2021, the subject ICD could not be checked because telemetry could not be established. It was tried it with another programmer, but it could not communicate as well. A magnet was applied on the ICD site, but no pacing spikes were observed. The data of the follow-up of 12 march 2021 was checked: the magnet rate was 87ppm, the battery voltage was 2.92v, the charge time was 9.8s and there as 1% ventricular pacing. Due to the possibility of battery depletion, replacement was performed on (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
At a regular follow-up on (B)(6) 2021, the subject ICD could not be checked because telemetry could not be established. It was tried it with another programmer, but it could not communicate as well. A magnet was applied on the ICD site, but no pacing spikes were observed. The data of the follow-up of (B)(6) 2021 was checked: the magnet rate was 87ppm, the battery voltage was 2.92v, the charge time was 9.8s and there as 1% ventricular pacing. Due to the possibility of battery depletion, replacement was performed on (B)(6) 2021.